Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6). Full e1 - address 1: (B)(6). Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited foreign material present in the suction valve. The issue was found during sedation of a diagnostic upper endoscopy procedure of use while the device was inside of the patient and the procedure was completed with the same device. There were no reports of patient harm.